Manufacturer narrative:
The reported issue was unconfirmed. The device was not returned. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed received the arctic sun device from the neonatal intensive care unit (nicu) and stated that was getting low flow. The data file showed that was running fine for around 15 hours and the flow dropped to zero and the inlet pressure spiked to -12 psi. They ran a functional check and everything checked out plus. They just recently ran a calibration check that also passed and the device is was being returned to the floor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed received the arctic sun device from the neonatal intensive care unit (nicu) and stated that was getting low flow. The data file showed that was running fine for around 15 hours and the flow dropped to zero and the inlet pressure spiked to -12 psi. They ran a functional check and everything checked out plus. They just recently ran a calibration check that also passed and the device is was being returned to the floor.